Event description:
It was reported that the display showed an eri (elective replacement indicator) message about three weeks ago. The battery has been in since 2007 and the voltage was 2.56v. Subsequent information received reported the device impedance was reading >10,000 ohms on the 0 and 1 electrode. The device was reprogrammed and the patient was getting good therapy. Per the manufacturer's device registry, the device was replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3998 lot# v000796 serial# implanted: 2007 (B)(6), explanted: product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient product ID, 3708360 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension. (B)(4).